Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on radius side assessed, as surgical damage. Observed, opening on anterior side assessed, as unidentified (tear) opening (no shell thickness, due to opening is under plug strap). And observed, partial delamination on plug strap disk shell assessed, as adhesive failure. Additional observations: observed, creases on the device. Brown particles observe, inner fill channel. No further actions are required, as the device was implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.